Event description:
It was reported that insulin gauge displayed amount different than expected on previous day, showing 40 units when caller expected 120 units and difference was greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge and agreed to receive email with cartridge load resources, and technical support advised caller to call back for troubleshooting if problem occurred again.